Manufacturer narrative:
(B)(4)should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was floating in a small volume intermate. This was observed after compounding with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the lot was manufactured from march 25, 2015 ¿ march 27, 2015.one unit was received and evaluated. Visual inspection noted a white particle floating in the device. The cause could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.